Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID was unable to log in. A field service engineer reseated the cable components and rebooted to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system bio ID was taked read a long time to get logged in. The customer stated that tthere was able to remove the medication from another station and there was no pro long delays. There was no delay to the patient care workflow. There were no adverse events or injuries reported based on this event.